Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal unknown therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination described as the transfer set fell off and the patient did not clean it before putting it back on. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered from the peritonitis. The outcome for the patient made mistake/touch contamination was not reported. Dianeal unknown therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11a03058 and h11b07024 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause of the peritonitis was due to a use error - breach in aseptic technique. The cause of the loose connection that led to the use error is undetermined. The labeling review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Updated information received by product surveillance from the peritoneal dialysis nurse (pdn). The pdn clarified that the actual point of disconnection was between the patient's transfer set and metal adaptor. The reason for the disconnection was not provided. The pdn stated that the patient used hand sanitizer and reconnected and thought that would be alright. The pdn verified the patient was retrained in aseptic technique. The pdn believes the brand of the adaptor and catheter is medigroup, inc.

Manufacturer narrative:
(B)(4).